Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient would be having a lead that was fractured from a fall and the implantable neurostimulator (ins), which was at end of life, replacement scheduled.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had recently fallen and had broken their leg. Since the fall they were not getting very strong stimulation or not stimulation and not very good therapy in their left leg. The device was implanted to treat their left leg and left arm and while they are still feeling it, it was getting weaker. The patient met with their manufacturer representative who checked the device and found that the impedances on the lead for the patient's leg were greater than 40,000 ohms on contacts 8-15. Contacts 8-15 were the contacts that were used for the left leg which was where the stimulation was weaker. They were able to get some therapy in the patient's left leg by programming the bottom two of contacts 0-7 (used for their arm) and turning up the stimulation. They also added a second program to help with some coverage of the leg. The patient was scheduled to meet with their health care provider (hcp) to discuss revision options for normal battery depletion and a lead revision. No intervention or outcome was provided however additional information has been requested. If received, a follow-up report will be sent.

Event description:
Additional information received reported the replacement surgery was scheduled for (B)(6) 2015. If additional information is received, a follow-up report will be sent.